Event description:
Customer stated that while administering heparin injection to patient using insulin needle, the syringe bent causing it to eject from patient and rn sustained a needle stick on left index finger. Customer later informed that the nurse is receiving medical attention for needle stick.

Manufacturer narrative:
One 1/2ml used syringe was returned without shield. The syringe was visually examined and needle was observed to be bent at approximately 15 degree angle. Needle angularity is 100% inspected during manufacturing process. The bending of the needle to this degree must have occurred post-manufacture. Furthermore, the needle was firmly attached to the needle hub, the needle point was in new condition. The injection end of the needle was properly shielded by the locked safety pushrod. The plunger rod was slightly bent, but was functional. Unable to determine the cause of the bent needle. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.